Event description:
The accounts biomed stated the trendelenburg function is not working. He has replaced the footboard and the logic circuit board but the problem remains.

Manufacturer narrative:
Repairs have not been completed.